Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the chair will not power off when the power button is pushed on joystick.